Event description:
Device malfunction: difficulty removing filter. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a left common carotid artery stenting procedure, there was difficulty recovering the embolic protection device. Reportedly, a non-abbott stent was deployed more distally than intended, settling too close to the rx accunet landing zone. Due to the long lesion and the placement of the stent, the "low profile flexible" design (rc2) was unable to retrieve the filter; however, the "shapeable tip" design (rc1) was successful in retrieving the filter. The pt remained hospitalized an extra day due to an elevated creatinine level and a possible urinary tract infection. Two days postprocedure, the pt was discharged to home. Although requested, there was no additional information provided.

Manufacturer narrative:
Study event. Evaluation summary: the customer reported the device was discarded. The lot number was provided. The accunet 3 in 1 comes with two recovery systems, rc1 and rc2. Rc1 is torqueable and steerable while rc2 is more flexible, and is designed to deflect into place while advancing. It is to the discretion of the user based on his preference and experience to choose the recovery system that is appropriate for the procedure. The event appears to be procedurally related due to the long lesion and the placement of the stent. As part of manufacturing quality process, all catheters are inspected during the final inspection to ensure the device structure and integrity. In addition, samples from each lot are visually, dimensionally and functionally inspected. The lot history record was reviewed, and there are no non-conformities associated with this lot number.